Event description:
Clinician was adjusting device. The adjustment device mechanism malfunctioned. The resulting malfunction bruised the clinician's finger.

Manufacturer narrative:
Awaiting return and eval of the device.